Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
Complaint details: per customer: "these needles are not very good. They are unscrewing themselves from the syringe and earlier today a child was fighting and jumped and it completely came off. This has turned into a safety issue for us. I'm not going to be able to function as a pediatric office without safety needles which are effective."